Manufacturer narrative:
Per tandem user guide: to activate the ble communication, you need to enter the unique transmitter ID into your pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transmitter lost connection with the pump for over 15 minutes. Reportedly, the transmitter ID number was not entered into the pump correctly. The customer entered the correct transmitter ID number into the pump and indicated that tandem technical support (cts) would be contacted if the issue was not resolved. Customer did not contact cts regarding the reported issue. No additional patient or event information was available.